Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A xtw (lot: 50128r2034) was chosen for implantation. During deployment, the clip failed to separate from the clip delivery system (cds). Troubleshooting was performed and gripper lines were removed manually. After ten minutes, the clip successfully detached from the cds. A second xtw (lot: 50130r1012) was then attempted to be implanted, the clip also failed to detach from the cds. Troubleshooting was performed and gripper lines were removed manually. After ten minutes, the clip successfully detached from the cds. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). There is no indication of a product issue with respect to manufacture, design, or labeling.